Event description:
It was reported that the patient underwent a procedure for multiple tooth extractions in the lower front jaw. Teeth numbers 23, 24, 25 and 26 were extracted. The patient had no active infections, but the teeth were fractured, requiring removal. After extraction, an implant was placed at site number 23, and demineralized bone matrix putty was placed at all extraction sites. The wound was closed with primary closure. Eleven days post-op, the patient returned for removal of sutures. The incision and surgical site looked good, appeared to be healing well, the patient reported no pain, and there were no signs of swelling. Thirty nine days post-op, the patient returned with an abcess in the #22 area. An x-ray was taken, but the source of the abcess was not known. The surgeon recommended antibiotics, but the patient refused at this time. Forty nine days post-op, the patient phoned the surgeon and requested antibiotics due to significant pain. Antibiotics were prescribed. Fifty three days post-op, the patient returned for additional x-rays. The implant appeared okay on the films. The surgeon re-opened the site to remove the implant at #23, and to extract the teeth at 22, 28, and 29. Numbers 28 and 29 were extracted due to instability as all the other teeth had been removed at this point. Seven days after the revision, the patient returned for follow up to remove the sutures. The infection had cleared up, and the patient is doing well. No cultures were taken.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.